Event description:
Complainant alleged the medics were treating a male pt (age unknown) who had suffered a gunshot wound, and was in vetricular fibrillation. The medics shocked the pt once at 200 joules, and a second time at 300 joules. The device then shut down without any warning, or without any screen displayed message. The medics changed the device battery, but the medics were still unable to deliver a shock. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the alleged malfunction.